Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination) and no errors observed. The sensor plug was properly seated in the mount. The adhesive was returned. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 2 days, with symptoms of skin irritation, redness, itching, and skin scabbing off. The customer had contact with an hcp and was instructed to apply advantan (methylprednisolone, a corticosteroid) ointment "several times" as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 2 days, with symptoms of skin irritation, redness, itching, and skin scabbing off. The customer had contact with an hcp and was instructed to apply advantan ("methylpredisolone", a corticosteroid) ointment "several times" as treatment. There was no report of death or permanent impairment associated with this event.